Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys vitamin b12 immunoassay (b12) on a cobas e 411 immunoassay analyzer (e411). The first sample initially resulted as 50.00 pg/ml and repeated as 168 pg/ml. The second sample, from a 49 year old male patient, initially resulted as 50.00 pg/ml and repeated as 159 pg/ml. On 17-oct-2017, the customer stated that three additional patient samples tested for the elecsys vitamin d assay (vitd) had low results compared to the history of these patients. These three samples were repeated at another site and results were higher. It was asked, but not further details regarding these three samples were provided. It was asked, but it is not known if any erroneous results were reported outside of the laboratory for these samples. Information was provided that results were reported outside of the laboratory for these samples, bu tit was unclear which results were actually reported. No adverse events were alleged to have occurred with the patients. The b12 reagent lot number was 23140101, with an expiration date of 28-feb-2018. The vitd reagent lot number and expiration date were asked for, but not provided. The customer checked b12 and vitd calibrations and signals were found to be low when compared to the expected range. Calibration signals of other test parameters were checked and found to be low. The field service engineer changed the measuring cell and performed preventive maintenance. Calibration and quality controls were run and within acceptable ranges. No further issues were noted.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Possible root causes for this event may be sample quality and insufficient maintenance.